Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection noted tool marks on the device casing and header. The seal plugs were intact and the setscrews operated normally. The device was successfully interrogated and the battery voltage was 3.072 volts associated with a battery status indicator of beginning-of-life (bol). The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observation.

Event description:
Boston scientific¿s legal department received a letter dated (B)(6) 2018 from this patient. The patient wrote that the device was no longer implanted. In late 2017, it was determined that there was a defective lead that was either fractured or broken and needed repair. After a couple of surgery dates that had to be rescheduled, surgery was performed on (B)(6) 2018. During the surgery, the physician determined that the entire device should be replaced. The boston scientific device was explanted and a non-boston scientific device was implanted. Boston scientific received confirmation that model#n160 device and model# 4543 left ventricular (lv) pacemaker lead were both explanted on (B)(6) 2018. Boston scientific model# 4469 right atrial (ra) pacemaker and model# 0295 right ventricular (rv) defibrillation leads remain in-service.